Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the sensor wire was missing. The attempted sensor insertion was at the upper buttocks. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor (B)(4) lot number 5224768) was returned for evaluation. A visual inspection was performed and the sensor is missing from the sensor pod. The metal pushrod is bent and exposed form teh applicator housing. The customer complaint was confirmed. A root cause could not be determined. It is unknown if the returned sensor is the sensor at fault.